Event description:
It was reported that when they put the medication in the pump at implant it was ¿too high of a dose¿ and then a lower dose was ordered. The patient didn¿t know when that occurred because ¿it has changed three times¿. It was reported they then backed the patient off too far and then gave the patient a little bit more because she wasn¿t having enough use of her legs. They adjusted it and the patient was then able to use her legs ¿a little more¿ but the patient was experiencing ¿a little pain¿. The pain was ¿just a little nothing like it was before where she was in a lot of pain from the spasticity¿. The device system was used to deliver baclofen however the dose and concentration were not provided. It was later reported that the patient did not have concerns with their device or therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).